Manufacturer narrative:
Result: the pxslim microcatheter is kinked approximately 2.5 cm from the hub. The pusher assembly is stuck inside of the pxslim microcatheter. The pusher assembly is fractured approximately 33.0 cm from the proximal end of the wire. Conclusion: the complaint has been evaluated. The complaint indicates that after the coil was deployed, the pusher assembly could not be removed from the pxslim microcatheter. Evaluation of the returned devices confirmed that the pusher assembly was stuck inside of the pxslim microcatheter. The pxslim microcatheter was kinked approximately 2.5 cm from the hub. It appears that the kink 2.5 cm from the hub of the pxslim microcatheter may have trapped the pusher assembly. Attempts to remove the device from the catheter likely caused a kink in the pusher assembly hypotube, eventually leading to the fracture seen at 33.0 cm. The kink in the proximal end of the pxslim microcatheter likely occurred after the coil was successfully deployed and detached. It appears the operator bent the proximal hub end of the catheter at a severe angle, causing the catheter to kink in the region of the strain relief. The complaint describes and issue with the radiopaque marker band on the pusher assembly however, this issue could not be confirmed. Based on the results of the investigation and the description of the event, there appears to have been no device malfunction. The pusher assembly and catheter operated within specification. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00268.

Event description:
The patient was undergoing an embolization procedure using a penumbra coil 400. During the procedure, after deploying the coil, the physician was unable to remove pusher assembly from the px slim 045 catheter. The px slim 045 microcatheter was removed from the body entirely and upon inspection, it was noted that there was an issue with the radiopaque marker band on the coil pusher assembly.